Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and the absence of the no delivery alarm. The customer's reading was 414 mg/dl. The customer did not yet treat, but stated she had syringes to treat with. The customer's symptom included dry mouth. The customer performed troubleshooting and found a low reservoir alert in the alarm history. Troubleshooting was stopped due to the customer had removed the entire set before calling. The insulin pump was not replaced or returned for analysis.